Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file showed that there was an issue with the flexvision pc. During troubleshooting, the fse found that there was no frame display and xpermodule screen was also dark. The device was restarted twice, which did not resolve the issue. The fse replaced the flexvision pc and installed various software and restored the flevision layout. After replacing the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system start up stopped at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. Fse replaced the flexvision pc and installed the required software. System was returned to use in good working conditions.